Manufacturer narrative:
Ae or product problem corrected from reported issue is both an adverse event and product problem to adverse event. Updated information: patient identifier, date of birth patient sex, weight, event date, describe event or problem, relevant tests/lab data, upn, catalog/model #, implant date, patient codes, name prefix, first name, last name, initial reporter phone, device evaluated by MFR:, conclusion code. Device evaluated by MFR: : the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported the patient presented with non-q-wave infarction and moderate heart failure. Vascular access was via the right femoral groin. Right and left coronary angiogram was completed. Fractional flow reserve (ffr) was abnormal at 0.74 within 30 seconds. A 2.25 x24 mm synergy des stent was advanced over a choice floppy guidewire and deployed in the 75% stenosed mid left anterior descending (lad) artery at 14atm for 26 seconds. The procedure was completed. The patient was then returned to the cardiac catheterization lab after going to the holding area. The patient began to have st elevation in the anterior precordium. Angiogram revealed the lad had about an 80% thrombus where the synergy stent had been placed previously. It was elected to stent the mid lad using a 2.5x12mm promus premier stent, deployed at 18atm for 18 seconds and a 2.5x8mm promus premier stent just proximal to that in the proximal lad at 18atm for 17 seconds. Post dilation was performed 3 times using a quantum apex 2.5x15mm balloon catheter inflated to 18 to 20atm. There appeared to be some mild distal narrowing so another 2.5x12mm promus premier stent was deployed at 16atm for 16 seconds just distal to the other stents in the lad. No further patient complications were reported. The 80% thrombus lesion was reduced to 0%. The patient was given aggrastat down the vessel and act's were monitored.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery. A synergy drug-eluting stent was implanted in he lesion. However, an acute stent thrombosis was noted. No further patient complications were reported.